Event description:
It was reported to covidien on (B)(4) 2014 that the customer had an issue with a dialysis catheter. The customer states that on an unreported date, the patient's tenckhoff catheter was pulled and became infected with peritonitis. On (B)(6) 2014, the patient experienced peritonitis. On (B)(6) 2014, the patient was hospitalized for peritonitis. On an unreported a peritoneal effluent culture was performed but the result was unknown. Patient was treated with vancomycin. On (B)(6) 2014, the patient was discharged from the hospital. The nurse stated that there was nothing wrong with the catheter. The patient had too many exit site infections, therefore the catheter was removed. The patient is currently on hemodialysis with a perm catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.